Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated and the reported condition was confirmed. It was determined that an electronic component (opto-coupler) inside the charger was found to be out of order and had caused the reported issue. The assignable root cause was determined to be due to manufacturing process / production error. The issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from germany that all of the leds were lighting up on the universal battery charger device. According to the reporter, the device was not able to be reset and was unusable. During in-house engineering evaluation, it was observed that the blue led was flashing and the device failed the self-test. It was further reported that the electronic component (opto-coupler) inside the charger was found to be out of order. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.